Manufacturer narrative:
The lot was manufactured on february 9, 2023 - february 10, 2023. The device was received for evaluation. A visual inspection on the sample via the naked eye showed no signs of a physical abnormality that could have caused the reported condition. When the luer cap was opened, evidence of continuous fluid was observed flowing out of the distal luer. A functional flow rate test was performed, and the results were found to be within the product specification range. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate underinfused; did not seem to be infusing despite being connected for almost an hour. The issue was identified during patient infusion. The device was filled with ceftriaxone 2000 mg in 100 ml sodium chloride. The line was unclamped, the peripherally inserted central catheter (PICC) flushed, and the patient's arm was in a good position. There was no report of patient injury or medical intervention associated with this event. No additional information is available.